Manufacturer narrative:
The patient also had the following products at the time of the event: model 3058, serial number (B)(4); model 3889-28, serial number (B)(4); model 3889-28, serial number (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(4) 2016 that in 2016 the pump was no longer ¿tethered down¿ and was moving/floating around in the pocket. It was noted that the patient had to hold the pump when she walks because it ¿rubs against everything¿ and that the patient was tired of the pain it was causing her. It was indicated that the patient said that her pump moving had gotten progressively worse and that it ¿slides¿ down to her hip, ribs, and near the belly button. It was mentioned that the patient lost weight. On (B)(6) 2016, the pump was ¿spasming around¿ and reported that the patient went to the ER a couple of months ago. Physician listings were also requested as the patient was trying to find a healthcare professional (hcp) to ¿fix the floating pump.¿ it was also noted that since implant on (B)(6) 2016, the pump does not take ¿all the pain away but makes it livable.¿ it was also reported that the patient had methicillin-resistant staphylococcus aureus (mrsa) and a stroke before the pump was implanted, and that she was disabled with failed back syndrome l3 through s1 and she has a dry mouth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.